Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During testing, it was confirmed that the unit did not cool properly. The mixing pump would not generate sufficient pressure to pull water into the chiller tank for cooling. Installed test mixing pump to cool. Mixing pump was serviced during the pm. Double bend tube and the chiller evaporator outlet tube were found expanded during servicing. One tank seal found lifted from tank. The device underwent pm servicing while in for repair. Serviced mixing pump, circulation pump. Replaced heater, both manifold o-rings, and drain valves. Double bend tube, chiller evaporator tube, and tank seals were replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed has a device that was failing the calibration for an error 80 (water check time out - unable to reach calibration temperature) not cooling, it was due for the 2000 preventive maintenance service and would be coming in under the service contract. As per support or biomed tech via phone on 07mar2023, it was reported that they have already returned the device for preventive maintenance and have received a loaner. As per sample evaluation results received on 13mar2023, it was reported that the root cause of the reported issue was due to a failed mixing pump. It was reported that the double bend tube and the chiller evaporator outlet tube were found expanded during servicing. It was stated that one tank seal found lifted from tank . It was also stated that the double bend tube, chiller evaporator tube, and tank seals were replaced.

Event description:
It was reported that the biomed has a device that was failing the calibration for an error 80 (water check time out - unable to reach calibration temperature) not cooling, it was due for the 2000 preventive maintenance service and would be coming in under the service contract. Per support or biomed tech via phone on (B)(6)2023, it was reported that they have already returned the device for preventive maintenance and have received a loaner. (B)(6) (B)(6)2023.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.